Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was overfilling the cartridge. Tandem technical support instructed caller not to overfill the cartridge. A new cartridge was loaded to resolve the issue.